Event description:
Customer reported receiving a no delivery alarm while attempting to deliver a bolus. Customer stated that this alarm is recurring and when she gets it, she will rewind the insulin pump again and it will go through the process without the alarm. She also reported that her basal deliveries were not going through and that her blood glucose was 100 points higher than it should have been. The blood glucose reading was 320 mg/dl. Customer treated with manual injection. She stated that the drive support cap appeared normal and recessed. She found no air in the tubing. Customer was assisted in removing the reservoir and rewinding the insulin pump and performing the manual prime. Insulin did exit the tubing. Customer found no leaks. The settings and programming of the insulin pump were all correct. Customer found that the insulin was clear and not expired. She was unable to complete the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.